Manufacturer narrative:
Citation: roland hilling-smith. Rapid pacing using the 0.035-in. Retrograde left ventricular support wire in 208 cases of transcatheter aortic valve implantation and balloon aortic valvuloplasty. Catheter cardiovasc interv. 2017 mar 1;89(4):783-786. Doi: 10.1002/ccd.26720 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding rapid pacing using a retrograde support wire during transcatheter aortic valve implantation (tavi) and balloon aortic valvuloplasty (bav). All data were collected from a single center. The study population included 132 patients (predominantly male; mean age 83 years), 29 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: permanent pacemaker implant due to complete heart block (chb), atrial fibrillation (afib), first degree atrio-ventricular (av) block, right bundle branch block (rbbb), left bundle branch block (lbbb), tachy-brady syndrome, and hemodynamic instability. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.